Manufacturer narrative:
The customer stated the day of the incident controls run before and after the event recovered within range and all patient results were good. The customer indicated the issue was attributed to dilution of this specific sample which was unrelated to the hmx. A field service engineer (fse) was dispatched for this event. The fse ran qc and performed two reproducibility studies. All parameters on all levels of qc recovered within range and the reproducibilities passed. The root cause of the erroneous results is sample related. Per labeling, poor quality specimens may require inspection and special attention.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter hmx autoloader analyzer generated erroneous results on all complete blood count (cbc) and differential parameters of a specific sample as compared to a recollected specimen from the same patient. Erroneous results were reported outside the laboratory. The results were questioned because the doctor asked for the patient to be redrawn. The results provided by the customer are shown in the attachment section of this report. There was no change to patient treatment.